Event description:
It was reported that a health care professional (hcp) contacted technical services (ts) to review a ventricular fibrillation (vf) episode. Ts reviewed the stored episode and noted the patient had three premature ventricular contractions (pvcs) in a row. The third pvc was blanked by an atrial pace due to the rate smoothing feature. A ventricular pace was then given followed by another atrial and ventricular pace. The patient then went into vf or a fast ventricular tachycardia (vt). The rhythm was in the vt-1 zone for 45 seconds and then progressed to the vt and vf zones where the device detected and delivered shock therapy to convert the rhythm. Ts noted some intermittent competition of pacing and intrinsic rate following the shock delivery that eventually quieted down. Ts discussed the timing cycles and rate smoothing algorithm and discussed how the paced values were calculated for the atrial and ventricular channels. Ts indicated the device functioned appropriately based on the programmed parameters. It was unable to be determined if the sequence of events induced this arrhythmia or not and ts discussed potential programming options. This product remains in service. No additional adverse patient effects were reported. It was reported that the device later delivered anti-tachycardia pacing (anti-tachycardia pacing (atp) and a shock to convert an arrhythmia. Review of the stored episode noted some ill timed ventricular pacing that was occurring before the arrhythmia. Atp did not convert the rhythm, however, shock therapy did convert the rhythm. It was noted that during a previous in clinic visit, rhythmiq and rate smoothing were programmed off due to ventricular pacing occurring right before an arrhythmia. Ts agreed with the programming changes and also noted potential ectopy as the potential root cause after further review of the stored episodes. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that a healthcare professional (hcp) contacted technical services (ts) to review a ventricular fibrillation (vf) episode. Ts reviewed the stored episode and noted the patient had three premature ventricular contractions (pvcs) in a row. The third pvc was blanked by an atrial pace due to the rate smoothing feature. A ventricular pace was then given followed by another atrial and ventricular pace. The patient then went into vf or a fast ventricular tachycardia (vt). The rhythm was in the vt-1 zone for 45 seconds and then progressed to the vt and vf zones where the device detected and delivered shock therapy to convert the rhythm. Ts noted some intermittent competition of pacing and intrinsic rate following the shock delivery that eventually quieted down. Ts discussed the timing cycles and rate smoothing algorithm and discussed how the paced values were calculated for the atrial and ventricular channels. Ts indicated the device functioned appropriately based on the programmed parameters. It was unable to be determined if the sequence of events induced this arrhythmia or not and ts discussed potential programming options. This product remains in service. No additional adverse patient effects were reported.